Event description:
It was reported that an occlusion alarm occurred and was not addressed until the following day when customer's spouse assisted with a supply change. Customer's blood glucose level was over 500 mg/dl. Customer delivered a bolus via the pump and a manual injection, then called ems (emergency medical services). Customer went to the emergency room; nature of treatment provided was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.